Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l18942), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a rotator cuff repair, after inserting a 5.5 healix advance br anchor with orthocord they removed the shaft, meanwhile it was noted that the suture was also pulled out and it was completely good without any damage. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided.